Event description:
It was reported that the pt expired in 2008. An inquiry was made at the time of the report as to how to donate the pt's programmer. No cause of death was provided but it was described as unrelated to the device. Follow-up with the physician's office and the hosp yielded no info. Cause of death remains unk.